Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak testing. The pump tubing was cut down to the block and not returned for analysis. Microscopic examination found bodily fluid inside the pump; however, it did pass the leak testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later a surgery was performed and after examination a crack in the right cylinder connecting tube was found. The pump was explanted and replaced according to the doctor's diagnosis. No patient complications were reported in relation to this event.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later a surgery was performed and after examination, a crack in the right cylinder connecting tube was found. The pump was explanted and replaced according to the doctors diagnosis. No patient complications were reported in relation to this event.